Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system shut down during a procedure. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported ¿shut down¿ was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 31, 2006. Based on qa assessment, the product met specifications at the time of release. The system met specification an the reported ¿shut down was not replicated. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).